Event description:
It was reported that customer observed long, noodle-sized air bubbles or gaps in infusion set tubing between t:lock and body site during pumping earlier in the day, but was not experiencing issue at time of call. There was no adverse impact to the customer's blood glucose level. Customer confirmed connections were secure, used room temperature insulin, completed cartridge air removal, and resolved issue by filling tubing until gaps were removed; no additional actions by technical support were documented.